Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2020. No alarms, clinical symptoms, or device related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), will not be returned for evaluation. No further information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient had been found dead at home and a cause of death was not identified. It was unknown whether the death was device related or whether the device had operated as expected.